Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a mega suturecut needle driver instrument would not grasp the needle firmly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the scissors didn't fully close due to blade damage. One blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.